Event description:
It was reported that the positioner failed to stop during the procedure. The behavior was attributed to a defective positioner. It was confirmed that the malfunction occurred during a surgery. No adverse event was reported.